Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 700 mg/dl. The customer experienced symptoms such as vomiting for days. The customer reported that the cannula was bent. The customer was treated with intravenous fluids and insulin drip. The customer was unsure if she was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.